Manufacturer narrative:
No causal relationship could be established between the incident and the device, as neurolac does not perform its function anymore after 16 months and should have been resorbed; the nerve guide retains its initial mechanical properties up to at least 8-10 weeks, whereafter rapid loss of mechanical strength and gradual mass loss occurs. The newly formed neuroma/axonal sprouting proximal of the conduit is an unwanted effect as it is expected that this formation would be stopped with the neurolac in place.

Event description:
A 27 yr old female, who had an ulnar digital nerve neuroma from a stanley knife cut, underwent excision of neuroma and neurolac conduit reconstruction in (B)(6) 2021 (date of implantation). Neuroma pain started again after 3 months. Patient underwent excision of recurrent neuroma + neurolac in (B)(6) 2022 (16 months later). Findings: new neuroma proximal to conduit, conduit itself looked like a well defined firm rubbery structure (did not appear to have revascularised or incorporated into patient's tissue). Histology shows neuroma outside the conduit and the conduit filled with histiocytes. And eosinophils (and no axonal regeneration) which, according to the surgeon, suggests an immune reaction to the product.